Event description:
During the intervention, the 1st connector untied two times and the physician used the other lot number and the same problem happened. The patient lost an amount of blood. (Also reference 1820334-2011-00564). Information received (B)(4) 2011: the only problem noted was a big loss of blood. No other adverse event occurred. Patient outcome was not provided by the reporter.

Manufacturer narrative:
(B)(4). No product was returned to assist in the investigation. Per quality control specification, there is 100% inspection, confirming the correct fittings and the fittings are secure. In addition, each flare is inspected with appropriate flare gauge. An IFU is provided in which it informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. A review of the records revealed that the devices from the complaint lot number were assembled after the effective implementation date of (B)(4). A corrective action/preventative action was previously issued at management discretion for this failure mode of fitting separation and product family prior to this occurrence. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.